Event description:
Right knee injected with synovisc lot v0918 on (B)(6). Severe reaction began on (B)(6). Hospitalized (B)(6). Cultures 48 hours, neg. Still hospitalized. This was first injection. Dates of use: once, (B)(6) 2010 -- (B)(6) 2010. Diagnosis or reason for use: arthritic knee.